Manufacturer narrative:
Concomitant medical products: product ID: 3889-28; lot#: va1md5y; implanted: (B)(6) 2018; explanted: (B)(6) 2018; product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that not their last stimulator but the one before that: had to be replaced because the patient went to a local doctor and saw doctor who really messed patient up when they replaced the bladder stimulator and pulled trying to get the wire out and broke the wire and it is stuck, they cannot get it out. Patient said now doctor had to go back in and fix it. Patient said doctor fixed it probably a month later after other doctor did that surgery. Documented reported event. No further action was taken by patient services.